Event description:
A customer reported that their insulin pump malfunctioned after it was worn through a tsa scanner, leading to a malfunction alarm. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy until a replacement pump, provided under warranty by technical support, could be sent. The customer was guided on storage procedures for the existing pump and the steps to follow upon receiving the replacement pump, acknowledging all instructions.